Event description:
The customer reported that while the unit was in use on a patient, intermittently the ECG waveform would not appear on the display. The patient was switched to another unit and therapy was continued. No patient injury was reported.